Event description:
A user facility biomedical technician (biomed) contacted fresenius technical service (ts) to request assistance with repairing a 2008t hemodialysis (hd) machine. The original problem was that the machine had a low flow error in dialysis mode, and no flow while in rinse or heat disinfect mode. The biomed tried to fix the problem by replacing many parts, including the following: the chamber full switch (cfs), the float switch, valve 41, the actuator board, and the functional board. The biomed also recalibrated the machine pressures. No leaks were found. It was eventually discovered that valve 33 was melted. The biomed replaced valve 33, but the low flow error continued. There was also a 24v low alarm that was briefly encountered. According to the biomed, this was caused by operator error. When the hydrochamber was replaced, the biomed reconnected it in the wrong place causing the 24v low alarm to occur. During further troubleshooting, the machine gave off a flow inlet error in dialysis mode. At this point, the biomed requested the assistance of a fresenius field service technician (fst). An fst was dispatched to the site, and while there, they discovered that valve 33 was wired incorrectly at the power plug. The fst rewired valve 33 and soldered it in place to correct the issue. The flow motor was also replaced by the fst by request. However, this was unrelated to the reported problem. Other than the melted valve, no additional parts exhibited sings of thermal damage. The biomed confirmed there was no burning smell noted. Additionally, there were no signs of any smoke, sparks, or flames. The machine had 31,614 hours on it at the time of repair. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet and had no previous history of failing the electrical leakage test. Upon follow-up, the biomed confirmed the machine was returned to service. No parts were available to be returned for evaluation. The damaged valve was discarded and the biomed did not have any photos of the part. There was no patient involvement associated with this event.

Manufacturer narrative:
Additional information: h3 plant investigation: no parts were returned to the manufacturer for physical evaluation. However, an on-site evaluation was performed by a fresenius field service technician (fst). The manufacturer was able to determine a causal relationship between the objective evidence provided by the customer and the reported event. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Based on the available information, the reported event has been confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) contacted fresenius technical service (ts) to request assistance with repairing a 2008t hemodialysis (hd) machine. The original problem was that the machine had a low flow error in dialysis mode, and no flow while in rinse or heat disinfect mode. The biomed tried to fix the problem by replacing many parts, including the following: the chamber full switch (cfs), the float switch, valve 41, the actuator board, and the functional board. The biomed also recalibrated the machine pressures. No leaks were found. It was eventually discovered that valve 33 was melted. The biomed replaced valve 33, but the low flow error continued. There was also a 24v low alarm that was briefly encountered. According to the biomed, this was caused by operator error. When the hydrochamber was replaced, the biomed reconnected it in the wrong place causing the 24v low alarm to occur. During further troubleshooting, the machine gave off a flow inlet error in dialysis mode. At this point, the biomed requested the assistance of a fresenius field service technician (fst). An fst was dispatched to the site, and while there, they discovered that valve 33 was wired incorrectly at the power plug. The fst rewired valve 33 and soldered it in place to correct the issue. The flow motor was also replaced by the fst by request. However, this was unrelated to the reported problem. Other than the melted valve, no additional parts exhibited sings of thermal damage. The biomed confirmed there was no burning smell noted. Additionally, there were no signs of any smoke, sparks, or flames. The machine had 31,614 hours on it at the time of repair. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet and had no previous history of failing the electrical leakage test. Upon follow-up, the biomed confirmed the machine was returned to service. No parts were available to be returned for evaluation. The damaged valve was discarded and the biomed did not have any photos of the part. There was no patient involvement associated with this event.